Event description:
It was reported that while the ventilator was in CPAP mode, apnea mode/backup did not activate. The patient went apnic and needed to be checked by the doctor. No patient harm reported. The dealer ran tests at office with no problem found.